Event description:
It was reported the patient needed a magnetic resonance image (MRI). It was noted the doctor checked the impedances and one side read 64 ohms and the current was 522. It was stated the doctor could not run the impedances higher as the patient felt shocking when the impedances were run. It was stated no MRI was performed. It was further reported the patient had a computerized tomography (CT) scan instead of the MRI. It was noted there were no issues and the patient had a scheduled follow-up with their surgeon for the week following report about possible back surgery. It was noted the patient was doing fine with no problems with the therapy and deep brain stimulator (dbs).

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v245964, product type lead; product ID 3387s-40, lot # v 245964, implanted: (B)(6) 2009, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).